Event description:
A malfunction was reported by the customer regarding a pump issue. There was no reported impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process, which resolved the issue, allowing the customer to continue using the pump.